Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4) displayed a "coolant low" message was confirmed during the visual inspection and event log review of the console. No device malfunction was observed during the testing and the console worked as intended. The root cause of the reported complaint was the low glycol (coolant) level in the console's coldwell, attributed to user error as the coolant level was not maintained, however, mishandling cannot be ruled out as coolant spills were noted in the coldwell drip tray. Upon visual inspection, observed a low coolant level in the coldwell likely due to evaporation and a large amount of coolant in the coldwell drip tray. In addition, unrelated to the reported complaint, noticed a missing coldwell cap, likely attributed to user mishandling. The coldwell cap assembly was replaced. The console passed the functional testing after the coolant was refilled to the normal operating level. The event log review showed coolant low alert messages around the customer's reported date, thus confirming the reported complaint. The noted coolant low alert messages related to the low coolant detection and were displayed by the console as designed. Following service, the thermogard console passed all tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for thermogard with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4) displayed a "coolant low" message, although the coolant reservoir was full. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.